Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had keypad unresponsive. Customer's blood glucose value was 111 mg/dl at the time of the incident. Customer stated that self-test was not passed. The customer was assisted with troubleshooting for multiple pump error. Device will not be return device for analysis.